Event description:
A report received from the USA stated an unspecified endotrachial tube (ett) was found to be kinked. During a follow-up with the respiratory therapist, it was found that the inflation issue was discovered during the pre-test. This device was not being used in a patient at the time of discovery. The device was replaced with an identical ett. The reporter stated the ett was cuffed and around a size 8.

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. (B)(4).